Event description:
It was reported via repair work order that the brake was not holding due to the brake lever being broken off the brake caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.